Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alleges insulin pump was over delivering. Customer experiencing low blood glucose of 65 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.